Event description:
The disposable part of the transducer, the plastic single use "dome" should have an audible click when it is seated in the "block". The device is not consistently seating properly so the pressure is unreliable.